Manufacturer narrative:
Beckman coulter customer technical support evaluated the issue involving the dxc 700 au chemistry analyzer, and verified the customer's correct preanalytical sample handling. Cts found the photometer lamp was aging and advised the customer to replace the sample probe and the aging photometer lamp. The customer stated there were no further issues after replacing the sample probe. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results on their dxc 700 au instrument. The results were not reported out of the laboratory. Customer reported the generation of intermittently low, near zero patient results with g flags (lower than analytical range) on several analytes. Customer stated affected analytes included: creatinine (cre), glucose (glu), carbon dioxide (co2), blood urea nitrogen (bun), calcium (cala), albumin (alb), alanine aminotransferase (alt), aspartate aminotransferase (ast), total protein (tp), total bilirubin (tbil), hemoglobin a1c (hba1c), and cholesterol (chol). Customer stated five (5) to seven (7) patient samples were affected. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer verbally provided examples of the erroneous results for four (4) patient samples. Patient demographics were not provided.